Event description:
Olympus medical systems corp. (Omsc) was informed that during the preparation for use, the image was flickering when camera head was connected to the processor. And it was repeated even after cleaning video contacts on the connector. The intended procedure was completed with another device. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.